Manufacturer narrative:
Analysis of programming history.

Event description:
Review of the vns patient's programming history revealed that the patient's device settings were incorrect at a follow-up visit, due to a fault in the system diagnostics test at the previous visit. A final interrogation was not performed by the physician, and the settings were not found to be incorrect until the follow-up visit at which time, the patient was reprogrammed to the correct settings. Follow-up revealed that the patent's device is functioning properly. No further issue were reported.